Event description:
It was reported that during a da vinci-assisted appendectomy surgical procedure, arm 4 was giving some trouble with not moving like it normally would. An intuitive surgical, inc. (Isi) technical support engineer (tse) viewed logs and saw they had a vessel sealer instrument attached, surgeon said they'd call back because they did not want to do any troubleshooting at the time. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) contacted the operating room manager and was told the issue was a one-time fault and would not require assistance with the system at this time. No site visit was required. The system was working properly.